Event description:
It was reported that a progav (#fv434t) was implanted during a procedure performed on (B)(6) 2015. According to the complainant, the shunt system was believed to be operated in underdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 7 years 11 month, height: 128 cm, weight: 27 kg, gender: male.

Manufacturer narrative:
Investigation: visual inspection: deposits on the product. Possibly calcified catheter. The progav valve housing was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at - 0.037 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that the valve is impeded permeable. Adjustment test: the progav was tested and is not adjustable throughout the normal range. Klick force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. (See adjustment test). Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. During the computer-controlled test the valve showed a blockage. Therefore, the test could not be performed. Internal inspection: after dismantling of the valve, deposits were found in progav. Result: for the sake of thoroughness and transparency, we would like to point out that an adjustability test was already carried out after the revision at the hospital. Based on our investigation results, we detected a blockage and a non-adjustability in the valve at the time of the investigation. The detected deposits could be named as the cause of the malfunctions. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.